Event description:
It was reported that a patient had a device removed two days prior to the report and the reason for the explant was pain at the implant site. It was noted that the patient requested device removal. It was reported that a fragment of the lead remained implanted in the patient and an anchor was still present. It was noted that an x-ray of the abdomen and pelvis had been performed and they could measure the fragments. The reporter stated that the remaining portion of the lead was 42 millimeters in length and there were six segments with four segments close together at the distal end and the other two were further out. It was reported that the segments appeared to be connected but that couldn¿t be said definitely. The reporter stated that they were told that the implantable neurostimulator and wires were removed and they would not have known differently if they hadn¿t done an abdomen x-ray. It was reported that an MRI of the patient¿s c-spine was wanted and a head MRI had been completed previously. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va005rq, implanted: (B)(6) 2012 product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).